Manufacturer narrative:
The unit was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime and excessive no delivery test, selftest, restart error and displacement test. Unit received with intermittent esc and act buttons due to flattened dome switches. Unit received with shifted end cap sticker and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high and low blood glucose of 28 to 600mg/dl. Customer treated with an injection. The customer indicated that their pump malfunctioned and is requesting a new pump. Customer was advised that a replacement pump would be provided to them at their request.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector was noted.